Manufacturer narrative:
The emt service reportedly, inspected the cot and found nothing wrong with it.

Event description:
It was reported that while transporting a patient who weighed approximately 300 lbs and 6'2" tall, the cot tipped. Reportedly, the emts were moving the cot from a residence down the driveway, when a wheel either hit or went into a pot hole. The emts reported that the patient shifted their weight at this time and the cot tipped over. Allegedly, the patient hit his head and sustained a subdural hematoma and passed away. Reportedly, the patient's family believes that the hematoma caused the patient's death, but this has not been confirmed.